Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 70% stenosis, moderate calcification and mild tortuosity. The 3.0x20mm nc trek rx balloon dilatation catheter (bdc) was advanced to the target lesion without resistance, however, the shaft broke. There was no resistance during removal and the whole device was removed together with the guiding catheter. The shaft was noted to be separated. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There was no damage noted to the balloon catheter prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the bdc was inadvertently mishandled during advancement/use resulting in the device becoming kinked and ultimately separating upon further manipulation during use/retraction. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.